Manufacturer narrative:
(B)(4). The replaced graphic user interface (gui) light emitting diode (led) was received for evaluation. A visual inspection was performed, and no anomalies were observed. The device was attached to a failure investigation test ventilator for functionality tests, and was powered up. The ventilator passed all tests and calibration, without any errors or alarms being generated. The ventilator was set into ventilation mode for a minimum of 24 hours, and on review of the diagnostic logs no errors were recorded, and no alarms were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The fse replaced the communications backplane and the gui. Fse performed all calibrations, est/sst and performance verification tests. Unit passes all tests.

Event description:
It was reported that during a service, it was discovered that the graphic user interface (gui) was not working. There was no reported patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.